Manufacturer narrative:
(B)(4). Physio-control recommended that the customer remove the device from service due to the age and having no service options available. The customer confirmed that the device has been permanently removed from service. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer reported that their device was showing all three icons (attention, service wrench and charge-pak). And would not longer power on. There was no report of any patient use associated with the reported issue.